Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set did not flow during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A magnified visual inspection was performed and it was noted that a solvent obstruction was present in the outlet part of the check valve. The solvent obstruction would have contributed to the customer reported problem of unable to prime. The reported condition was verified. The cause of the reported problem was a manufacturing issue. During manufacturing, the component unions are bonded with solvent and if not applied properly could cause an obstruction. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.